Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having fallen and opening up the incision from the surgery on (B)(6) 2017 the surgeon wanted to treat the case like a possible infection to be safe and did a wash out and changed the insert.